Event description:
As reported by a field clinical specialist (fcs), after valve deployment of a 26 mm sapien 3 ultra valve in the aortic valve in a surgical valve via transcarotid approach, moderate to severe central leak was noted. Deployment was uneventful, with an implant depth of 95/5. The team opted to post-dilate with a 25mm non-ew at 20 atmospheres. Post-dilatation the central leak was eliminated.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no imagery/ medical record was provided for review. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, "after valve deployment of a 26 mm sapien 3 ultra valve in the aortic valve in a surgical valve via transcarotid approach, moderate to severe central leak was noted. Deployment was uneventful, with an implant depth of 95/5. The team opted to post-dilate with a 25mm non-ew at 20 atmospheres. Post-dilatation the central leak was eliminated". In this case, post dilation was performed, and central regurgitation was resolve, which indicated the valve could be initially under deployed. As such, available information suggests that procedural factors (under deployed valve) may have contributed to the complaint event. A technical summary written by edwards lifesciences is applicable to this event because it reports of central regurgitation noted at time of the implant and likely related to procedural factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.